Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the reload was stuck articulated to the left. Even when holding both open and close buttons the reload would not straighten out. The motor was running but it would not move. The battery was removed and replaced, and the device then worked properly. There was no injury or adverse event reported.